Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to adjust stimulation. The pt programmer display showed a "call your doctor" icon. A power-on-reset (por) condition after a fall. The pt was able to clear the por.